Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier and its power supply. System operates as intended. (B)(4).

Event description:
The customer reported the system will not magnify and has a large artifact in the images. No patient injury was reported.